Manufacturer narrative:
Submit date: 1-april-2019. The following selections were corrected: date of event was updated from 20-mar-2019 to 6-feb-2019. Date received by manufacturer was updated from 20-mar-2019 to 14-mar-2019. The facility name and address was also added.

Manufacturer narrative:
Additional information has been requested but to date has not been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding tube was leaking onto floor in patient room. Line was primed and connected at 0600, no damage appeared on tube. Leak was coming from the black piece of plastic that anchors tubing in the kangaroo pump.